Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had undesired paresthesia and felt sharp pain when programming on the right lead and at the bottom of the left lead. The rep said that the patient had only used the stimulation 32% of the time since implant. The 0-7 was the right lead and the patient only felt sharp pain if they felt anything at all. The patient felt pain in their mid back at the bottom of the lead otherwise they felt paresthesia in their left back down to the left knee. The rep said that contact 7 had high impedance. The rep stated that contributing factors that may have led to the issues included an unrelated hospitalization that included movement for multiple x-rays and CT scans. The rep reprogrammed the lead and set up adaptive stimulation on groups b-e and group a was manual. Groups a-d were ld and e is hd with a rate of 660hz because patient did not want to charge daily. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the leads were removed and replaced.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedance and lead migration wasn't determined. The rep reported that surgery had been postponed and the issues weren't resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads had migrated. It was noted that the patient was hospitalized in (B)(6) for heart problems. The patient was reprogrammed and felt pain. The patient currently is scheduled for a surgical intervention on (B)(6) 2019. It was noted that the patient's medical history includes cancer. No further complications were reported. No additional patient symptoms were reported.